Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. There was a leak on the patient's pants and clothing. This occurred while the patient was preparing a meal. There was no report of patient injury or medical intervention associated with this event. No additional information is available.